Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle retracted partially. The following information was provided by the initial reporter: I've had a couple of nurses complain about IV catheter item #381423, lot #4229661. They say that when they press the button to pull the needle back it sometimes doesn't work which can lead to an accidental needle stick. Not sure what can be done about it but I told the nurses and xx my administrator, that I would reach out to you.

Manufacturer narrative:
Additional information of fa#.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed and the cause appeared to be manufacturing related. Unused 22g insyte autoguard units from lot #4229661 were provided for investigation. A functional test revealed that the retraction time of some needles exceeded the specification limit. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.